Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal lad with mild tortuosity moderate to heavy calcification and was an eccentric lesion. Another company's stent was implanted from the proximal to mid lad; however, incomplete apposition was discovered. The 30 x 8 mm voyager nc was delivered for post-dilatation, but it ruptured when it was inflated to 18 atm. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon, in the inflation lumen and in the hub. There was contrast in the inflation lumen. There was a pinhole in the balloon over the proximal marker. There was a 2 mm radial scratch in the middle portion of the balloon. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product is consistent with a leak or rupture while in the patient anatomy. Balloon ruptures can occur from many factors. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. In this case, it was reported the patient anatomy was heavily calcified and the balloon catheter was used to post dilate a stent which was not fully apposed to the vessel wall, which could have contributed to the balloon rupture at the rated burst pressure (rbp) of 18 atm. It is likely that the balloon material was damaged during interaction with the anatomy and implanted stent such that the balloon ruptured during the first inflation. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.